Event description:
It was reported a folfusor had particulate matter inside of its balloon. This was noticed after the device was filled with fluorouracil and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from april 23, 2014 to april 24, 2014. Evaluation summary: the device was returned for evaluation. During visual inspection, it was identified that solid, white particles, approximately 1.07 and 1.55 mm in size, were floating in the fluid of the bladder. Spectrophotometer scanning (ft-ir) determined the particles to be acrylic. The cause or origin of the particles was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). In order to further investigation this condition, a CAPA was opened. Should additional relevant information become available, a follow up report will be submitted.